Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch with no crease. There was no unlocked lcd keypad connector. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer's father advised the up and down arrows has always had a bubble under it and now the bubble is gone. Customer's father believes the insulin pump has malfunctioned. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.